Event description:
New information revealed that the ICD experienced normal battery depletion. The lv lead was performing optimally, but the patient's ejection fraction remained 20%. The physician elected to place the new lv lead in a different vessel and use a his lead to improve ef. The patient was stable.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Further information was requested, but not received.

Event description:
Related manufacturer reference number: 2938836-2019-13436, 2938836-2019-13439. It was reported that the patient presented for an advisory generator change. The implantable cardioverter defibrillator had reached the elective replacement indicator. The atrial lead was capped on (B)(6) 2019 due to unresolvable noise and the left ventricular lead was capped on (B)(6) 2019 because it was non-responsive.

Manufacturer narrative:
Interrogation of the device revealed it was above eri when received. Based on this information, the device was found to communicate appropriately with a merlin programmer and has not reached the elective replacement indicator (eri). The device is included in the premature battery depletion with implantable cardioverter defibrillator advisory notice issued by st. Jude medical on 11 october 2016.